Manufacturer narrative:
(B)(4). The UDI number is unavailable as complainant did not report a lot number. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "twice now, the 10fr 65cm arrow-sheath hub disconnected from the sheath." Additonal information was requested from the customer, no additional information available at this time. Associated MDR number includes: 9680794-2024-00594.

Manufacturer narrative:
Qn # (B)(4). The UDI number is unavailable as complainant did not report a lot number.

Event description:
It was reported "twice now, the 10fr 65cm arrow-sheath hub disconnected from the sheath." Additional information was requested from the customer, no additional information available at this time. Associated MDR number includes: 9680794-2024-00594.